Event description:
The customer reported to olympus, single use aspiration needle was removed for the third time and got stuck in the endobronchial ultrasound device which caused damage to theendobronchial ultrasound device. The event occurred during an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the needle being unable to be retracted is caused by the snap lock joint failure. It is likely that a bending force was applied to the needle tube when removing the device from the tray. Olympus will continue to monitor field performance for this device.

Event description:
The malfunction occurred during a bronchoscopy - diagnostic examination, which was completed.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.